Event description:
It was reported the patient underwent an l5 surgery on (B)(6) 2026. After completing the trial balloon procedure the surgeon attempted to inflate the stent balloon. The left side of the balloon did not inflate at all, while the right side inflated normally. The inflation system and balloon settings were checked, and no issue was identified. A second inflation attempt was made, but the balloon again failed to inflate. During withdrawal, the stent became caught on the tip of the working sleeve, resulting in the uninflated stent being left within the vertebral cavity. Inflation of the balloon was attempted outside the body, and the balloon inflated properly. Although the stent did not inflate, access with the cement needle was possible, and cement was adequately delivered. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4).depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.h11: additional narrative:d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.g4: device is not distributed in the united states, but is similar to device marketed in the USA.